Manufacturer narrative:
Due to character restrictions in e1: the full initial reporter's name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was blood seen in the helium tubing. The iab had been indwelling for 35 days. The iab was replaced with another iab. There was no harm or change in patient status due to this issue.

Manufacturer narrative:
Updated fields: b4; b7; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11 corrected fields: d7a; d10; g1 contact person ¿ mfg site the product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, between catheter and sheath, inside the inner lumen, extender tubing and extracorporeal tubing. The returned 7.5fr sheath was returned covering the catheter tubing. Five kinks were noticed on the catheter tubing approximately 76.2cm, 70cm, 69.6cm, 68.8cm and 68.3cm from the iab tip. The iab device was returned in two separate pieces, having been cut/torn at the catheter tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and one leak was found in the inner lumen within the catheter tubing, near the y-fitting. The evaluation confirms the reported failure of a leak. It seems that the inner lumen break was found within a sever catheter tubing kink that could have contributed to the separation, however we are unable to determine when this may have occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The evaluation confirms the reported failure of a leak. It seems that the inner lumen break was found within a sever catheter tubing kink that could have contributed to the separation, however we are unable to determine when this may have occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure.